Event description:
The account reported the brake caster wheel will not hold. The bed is located in the bed shop of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster wheel is worn. The technician replaced the brake caster wheel to resolve the issue. Based on this information, no further action is required.